Event description:
The user facility reported that the o2 performance was noted to be slightly insufficient on the cx-fx25re device. Follow up information from the user facility confirmed the following: (1) the actual sample was used on a patient with thrombocythemia; (2) the o2 addition performance was slightly insufficient; (3) the operation was completed successfully without changing out the actual sample; and (4) there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluated. Visual inspection upon receipt did not find any anomalies. The housing was removed for further inspection of the inside. A slight amount of thrombus formation was noted on the bottom area. There were no anomalies in the state of the fiber winding. The fiber layering was removed from the winding in increments of 4mm and each layer was subjected to a visual inspection. It was found that the thrombus formation was limited to the bottom area of the oxygenator. From this location, it is assumable that this thrombus formation is a result of the blood components deposited after use during transportation back to japan. The fiber layers removed from the upper area of the oxygenator were inspected under magnification. The presence of thrombus formation was not revealed on the surface of the fiber. The outer cylinder was removed and inside the heat exchanger module was subjected to visual inspection, no thrombus formation was found. Electron microscopic inspection of the fiber on each layer on the upper area revealed the adhesion of red and white cells on it. The adhesion of blood platelets were not found. It was found that some micro pores had been obstructed with deformed blood components. The fibers obtained from each layer, after having been rinsed and dried, were inspected under electron microscope and found to be in the normal state. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the appearance of the involved sample is likely that the gas transfer of the actual sample was hindered due to some of the micro pores having been obstructed with deformed blood components. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: "during perfusion, measure blood gases and make necessary adjustments as follows. Control paco2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).